Event description:
A customer reported experiencing a cartridge alarm 30 while using their insulin pump during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer had already changed the cartridge before contacting technical support and was informed that a replacement pump with updated software would be sent. They agreed to complete the necessary training before using the new pump and were provided instructions for returning the faulty pump. The replacement pump was sent, and the customer was advised on the steps to follow upon its arrival. Reportedly, the customer continued to use the pump for insulin therapy.